Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The provisional was returned and examination of the returned part determined that it exhibits signs of repeated use and has a fracture on the left condyle. All pieces were returned. DHR was reviewed and no discrepancies were found. The root cause of the event is a design issue, which has been the subject of corrective action in the past. The fractured provisional component in this complaint was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated the product is available for evaluation. Attempts to retrieve will be made. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp was found broken when the tray was being reassembled during spd. No patient involvement.